Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. The customer's blood glucose (bg) level was 200 mg/dl. Reportedly, the customer stated the cause of the bgs was due to consuming a large dinner the night before. The customer delivered a correction via the pump to address bg levels. It was indicated that the customer was able to load a cartridge successfully and will continue to monitor system performance.